Manufacturer narrative:
The reported event was unconfirmed. The evaluation found the returned sample met specification. Observed reading as usual on the returned sample. Dissected the catheter and found the wire was in good condition. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " 14) do not stretch catheter as damage to or dislodgement of lead wire as temperature problem may cause improper temperature measurement. 15) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 16) do now et the lead wire and the junction with extension cable." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the body temperature was not measured accurately because the display didn't rise from 19 degrees during the placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the body temperature was not measured accurately because the display didn't rise from 19 degrees during the placement.